Manufacturer narrative:
The device in question was returned manufacturer on april 2,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "foggy". No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the information provided by the customer "foggy" can be confirmed: the image is slightly blurred at the edges and blurring is visible. The shaft is visibly bent. The fiber ends in the distal area are chemically damaged. The distal solder seam is chemically damaged and partially dissolved, resulting in a leak. Due to the existing leak, moisture ingress is also visible in the rod lens system. The damage found is most likely due to improper clinical processing or processing that deviates from the manufacturer's recommendations. The event is filed under internal karl storz complaint ID: (B)(4).